Event description:
There are different ways of putting the strap on that works as well or better than the way the strap is designed to work. I found the suggested way didn't work so, like many other people, I found another way to use it that works for me. Having done that for a while, I have learned that I may have damaged my jaw joint by doing so. It seems the suggested way can cause the same problem because the chinstrap, the way it is designed, no matter how you use it, pulls back on the jaw as well as the desired up and jams the jaw back unnaturally. The velcro on the straps is too cheap and the plastic hooks keep breaking off, sticking to my skin and appearing inside my bi-pap mask. They could easily blow into my lungs and badly damage my lungs if the bi-pap blows just one into my lung. I may have damaged my jaw joints. The little hooks from the velcro have appeared stuck to my skin inside my bi-pap mask. They could have gone into my lungs. Distributed by (B)(4).